Event description:
The customer reported an erroneous triglyceride test result was generated on (B)(6) 2013 when using the unicel dxc 800 synchron system. The erroneous test result was not reported out of the laboratory. The customer repeated the sample and obtained a result that was considered correct and was reported. There was no death, injury or affect to patient treatment. The customer also reported intermittent suppressed test results and reaction mean deviation errors on (B)(4) 2013. The customer checked the mixer probes and no deficiencies were identified. A service call was initiated to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) evaluated the analyzer on (B)(4) 2013 and replaced the reagent and sample probes and performed alignments. This did not resolve the problem and the fse identified a problem with the photometer as the cause. The fse ordered a source lamp assembly and instructed the customer to not use the analyzer for triglyceride testing. The fse returned on (B)(4) 2013 and replaced the source lamp assembly. The fse performed lamp power, lamp calibration and cuvette center alignment. The fse verified instrument performance and performed calibrations and controls. Identified failure mode: failure mode is a noisy photometer source lamp (p/n a35581) and was replaced. This lamp can affect any or all cartridge chemistry side assays, the same side of the analyzer as triglyceride. This MDR is related to another MDR, 2050012-2013-00800, for a similar event that occurred on (B)(6) 2013.